Event description:
It was reported that during device testing, the pulse generator exhibited diagnostics anomaly at a particular output but was normal at the other outputs. No intervention was performed.